Event description:
Per the sales rep, the surgeon was bending the plate trying to make the "l" angle greater and it broke in half. Per the sales rep, the reason this broke is due to overbending. No further info is available.

Manufacturer narrative:
The affected device was not returned for investigation and therefore, the root cause for the fracture can not be determined with certainty. However, based on the event description the plate was bent by the surgeon with the intention to make the "l" angle greater when it broke. Technically this would have required, to bend the plate through one fixing hole. Therefore, in the current case it is most likely, that the excessive use of the bending pliers caused initially a deformation of the plate hole with strain hardening/embrittlement of the material and finally resulted in the fracture. Based on statistical eval there is no indication for any systematic device related failure.